Event description:
It was reported that the right ventricular (rv) lead had high pacing thresholds and high defibrillation thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: cd2357-40c, competitor implantable cardioverter defibrillator, (B)(6) 2014; 6996sq58, implantable tachy lead, (B)(6) 2014. (B)(4).